Manufacturer narrative:
Additional information: b5 and h6.

Event description:
New information received notes that despite programming interventions, over-sensed noise persisted. No further interventions have been made. The patient was stable.

Event description:
It was reported that the patient presented for follow-up with episodes of non-sustained right ventricular over-sensing and pacing inhibition. The episodes were the result of over-sensing exhibited by the right ventricular lead. No interventions were reported. There were no patient consequences.